Manufacturer narrative:
E1:name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
The patient reported experiencing a bent cannula event on (B)(6) 2026, which disrupted insulin delivery and resulted in high blood glucose 400 mg/dl and the elevated blood glucose was successfully managed by the patient through insulin delivery from the pump.